Manufacturer narrative:
(B)(4). Customer states that the technician that ran the sample noticed aspiration errors on the first run and inspected the sample and noticed a fibrin clot and followed the laboratory procedure for resolving issues with fibrin clots. The technician removed the clot and re-spun the sample. After a second aspiration error the technician removed the clot, but did not re-spin the sample due to a low remaining sample volume and the sample appearing to be clear. Customer states that he thinks this is an issue of sample integrity. Due to the technician making note of a continuing build up of a fibrin clot in the initial sample, the cause may have been a fibrin clot even though the sample appeared clear to the technician at the time of testing. Review of the complaint documentation identified no adverse trends related to this issue. An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. Based upon the available information, fibrin clots in the sample is a probable cause. The issue is adequately addressed in the product labeling including fibrin clots in the sample and corrective actions for proper clot removal prior to testing. Based upon the data available and the results of this evaluation no product deficiency was identified.

Event description:
The customer states that a potentially falsely elevated result of 0.69 ng/ml was generated when processing a patient sample using the architect troponin-I assay. The customer uses a diagnostic cutoff value 0.30 ng/ml for the troponin-I assay. The elevated result was questioned. A second sample produced a lower result of 0.015 ng/ml. A third sample generated a result of 0.001 ng/ml. The patient was admitted to the hospital for observation and given aspirin and started on a nitro drip. The customer states that there were no changes in the patient's EKG. No adverse outcomes were reported related to the treatment administered.